Event description:
Philips received a complaint on the heartstart mrx defibrillator indicating that the defibrillator test failed. There was no patient involvement. Available information indicates that there was a problem with the defibrillator test. The field service engineer (fse) visited onsite and evaluated the device. The fse re-ran the operational check successfully, and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.